Manufacturer narrative:
Added additional info, info not available, device not returned for analysis.

Event description:
12/20/96 add'l info received. It was reported that the surgeon got it off by the means of the thoracotomy. (Surgeon converted to open to get instrument off tissue.)